Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4 batch # unk. B3: only event year known: 2023. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: would the account like a call with ethicon? If yes, please provide 3 dates and times that the account would be able to have a call. Please confirm the product code? Are both staplers being sent back from one patient or the same patient? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unknown procedure the patient brought back due to small bowel leak. Doctor used a tlc stapler along with blue reloads during a small bowel case. The patient had a leak in post op, surgeon brought back to fix leak. Revision surgery was needed.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. Additional information received; would the account like a call with ethicon? If yes, please provide 3 dates and times that the account would be able to have a call. I have offer and account does not want a call. Please confirm the product code? Tlc75. Are both staplers being sent back from one patient or the same patient? One patient. Was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? Unknown. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Unknown. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Unknown.